Event description:
Event verbatim [preferred term]. Hyperglycemia [hyperglycaemia], hypoglycemia 29 mg/dl [hypoglycaemia], pen was not releasing the right amount and selects 3 on the pen, a stream of medication is dispensed [incorrect dose administered by device], in position 0.5 or 1 nothing is released not even a drop [device failure], a higher dose of carbohydrate count of 2 units was applied [extra dose administered], suspicion of a defect in the device and suspects that the pen mechanism is defective [device defective]. Case description: this serious solicited report from brazil was reported by a consumer as "hyperglycemia(hyperglycemia)" beginning on 2020 , "hypoglycemia 29 mg/dl(hypoglycemia)" with an unspecified onset date , "pen was not releasing the right amount and selects 3 on the pen, a stream of medication is dispensed(incorrect dose administered by device)" beginning on 2020 , "in position 0.5 or 1 nothing is released not even a drop(device failure)" with an unspecified onset date , "a higher dose of carbohydrate count of 2 units was applied(extra dose administered)" with an unspecified onset date , "suspicion of a defect in the device and suspects that the pen mechanism is defective(device defective)" with an unspecified onset date and concerned a 8-year-old male patient who was treated with novopen echo (insulin delivery device) from unknown start date and ongoing for "type 1 diabetes", fiasp penfill (insulin aspart) from 2020 and ongoing for "type 1 diabetes". Since the beginning of treatment (middle of 2020), when the fiasp carpule (cartridge) medicine level came close to the "red stripe on the bottom" of the device, the product stopped working and the patient's hyperglycemia when a jet was released. She suspects that the pen mechanism is defective. It was reported that the lack of effectiveness was a defect in the pen. It was reported that when she selects 3 on the pen, a stream of medication is dispensed. In position 0.5 or 1, nothing is released, not even a drop. She informs that the pen dispensed liquid until these penfil markings. When the pen reaches this stripe, it stops releasing medication. On an unspecified date (about 2 days before from the time of reporting), when the patient got to this "bar" (as she did not know if it would have an effect), a higher dose of carbohydrate count of 2 units was applied instead of usual 1 unit. Due to this, there was an episode of hypoglycemia of 29 mg/dl and raised the suspicion of a defect in the device. Batch numbers: novopen echo: unknown; the outcome for the event "hyperglycemia(hyperglycemia)" was not reported. The outcome for the event "hypoglycemia 29 mg/dl(hypoglycemia)" was recovered. The outcome for the event "pen was not releasing the right amount and selects 3 on the pen, a stream of medication is dispensed(incorrect dose administered by device)" was not reported. The outcome for the event "in position 0.5 or 1 nothing is released not even a drop(device failure)" was not reported. The outcome for the event "a higher dose of carbohydrate count of 2 units was applied(extra dose administered)" was not reported. The outcome for the event "suspicion of a defect in the device and suspects that the pen mechanism is defective(device defective)" was not reported. Reporter's causality (novopen echo) - hyperglycemia(hyperglycemia) : possible hypoglycemia 29 mg/dl(hypoglycemia) : unknown pen was not releasing the right amount and selects 3 on the pen, a stream of medication is dispensed(incorrect dose administered by device) : unknown in position 0.5 or 1 nothing is released not even a drop(device failure) : unknown a higher dose of carbohydrate count of 2 units was applied(extra dose administered) : unknown suspicion of a defect in the device and suspects that the pen mechanism is defective(device defective) : unknown company's causality (novopen echo) - hyperglycemia(hyperglycemia) : possible. Hypoglycemia 29 mg/dl(hypoglycemia) : possible. Pen was not releasing the right amount and selects 3 on the pen, a stream of medication is dispensed(incorrect dose administered by device) : possible in position 0.5 or 1 nothing is released not even a drop (device failure) : possible. A higher dose of carbohydrate count of 2 units was applied (extra dose administered) : possible. Suspicion of a defect in the device and suspects that the pen mechanism is defective (device defective) : possible. Reporter's causality (fiasp penfill) - hyperglycemia (hyperglycemia) : possible. Hypoglycemia 29 mg/dl (hypoglycemia) : possible. Pen was not releasing the right amount and selects 3 on the pen, a stream of medication is dispensed (incorrect dose administered by device) : unknown. In position 0.5 or 1 nothing is released not even a drop (device failure) : unknown. A higher dose of carbohydrate count of 2 units was applied (extra dose administered) : unknown. Suspicion of a defect in the device and suspects that the pen mechanism is defective(device defective) : unknown. Company's causality (fiasp penfill) - hyperglycemia(hyperglycemia) : possible. Hypoglycemia 29 mg/dl(hypoglycemia) : possible. Pen was not releasing the right amount and selects 3 on the pen, a stream of medication is dispensed(incorrect dose administered by device) : possible. In position 0.5 or 1 nothing is released not even a drop(device failure) : possible. A higher dose of carbohydrate count of 2 units was applied(extra dose administered) : possible. Suspicion of a defect in the device and suspects that the pen mechanism is defective(device defective) : possible. Since last submission the case has been updated with the following: -new events "in position 0.5 or 1 nothing is released not even a drop" and "suspicion of a defect in the device and suspects that the pen mechanism is defective" added. -narrative updated accordingly.

Event description:
Case description: investigation result: fiasp penfill 100 u/ml 3ml - batch ks6cj84. The product was not returned for examination. Therefore, a reference sample was chemically analysed and the results were within the product specifications. Furthermore, a batch record review on delivery issues was found to be normal. Novopen echo - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: investigation result updated device tab, EU/ca tab, device addendum tab updated narrative updated accordingly. Final manufacturer's comment: 17-dec-2021: the suspected device (novopen echo) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Patient's underlying medical condition of type 1 diabetes mellitus is a confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary: investigation result: novopen echo - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood glucose is out of control. [Diabetes mellitus inadequate control] hypoglycemia 29 mg/dl [hypoglycaemia] pen was not releasing the right amount (medication is not being completely applied) [incorrect dose administered by device] a higher dose of carbohydrate count of 2 units was applied [extra dose administered] case description: study ID: 1852-e-pharma novodia. Study description: to support the patient in the beginning of treatment with novo nordisk products for diabetes mellitus and obesity. The patient is instructed on how to use, transport and store the products, and receives orientation by phone, site or in person by a nurse. Patient's height: 132 cm. Patient's weight: (B)(6). Patient's bmi: 17.79155190. This serious solicited report from brazil was reported by a consumer as "hypoglycemia 29 mg/dl(hypoglycemia)" with an unspecified onset date, "blood glucose is out of control.(loss of control of blood sugar)" beginning on 2020 , "pen was not releasing the right amount (medication is not being completely applied)(partial dose delivery by device)" beginning on 2020 , "a higher dose of carbohydrate count of 2 units was applied(extra dose administered)" with an unspecified onset date and concerned an (B)(6) male patient who was treated with novopen echo (insulin delivery device) from 2020 and ongoing for "type 1 diabetes", fiasp penfill (insulin aspart) (dose, frequency & route used- 1 iu, unknown, regimen #2- 2 iu, unknown, regimen #3- 1 iu, qd, unknown 10/11/2021 to ongoing ) from 2020 and ongoing for "type 1 diabetes". Current condition: type 1 diabetes mellitus (duration not reported). Concomitant medications included - tresiba flextouch u100(insulin degludec 100 iu/ml) solution for injection, 100 iu/ml ongoing. Since the beginning of treatment (middle of 2020), when the fiasp carpule (cartridge) medicine level came close to the "red stripe on the bottom" of the device, the product stopped working and the patient's blood glucose was out of control. It was reported when the carpule (cartridge) was new, the treatment occurred perfectly, but whenever it reaches this point, parent was desperate, because her son's blood glucose was out of control. It was reported that the lack of effectiveness was a defect in the pen. It was reported that the rest of the medication was discarded and replaced. On an unspecified date (about 2 days before from the time of reporting), when the patient got to this "bar" (as she did not know if it would have an effect), a higher dose of carbohydrate count of 2 units was applied instead of usual 1 unit. Due to this, there was an episode of hypoglycemia of 29 mg/dl. On (B)(6) 2021, after applying 1 unit, the patient's blood glucose was measured to be 250 mg/dl & went to 254 mg/dl, and in the morning, patient woke up with controlled blood glucose after the meal the fiasp was not correcting blood glucose. It was reported that the situation was happening a lot when using fiasp penfill and suspected that the novopen echo was not releasing the right amount of medication. The reporter felt that the medication is not being completely applied on application. It was reported that the flow test was performed and even with 50ml (according to the patient) remaining in the penfil (liquid in the red marking). The pen did not dispense liquid. The patient claimed that she was able to perform the other applications on the pen. The piston test was performed, the patient reported that she did not make a spring movement. Batch numbers: novopen echo: requested fiasp penfill: ks6cj84, ks6cj84, ks6cj84; action taken to novopen echo was not reported. Action taken to fiasp penfill was not reported. The outcome for the event "hypoglycemia 29 mg/dl(hypoglycemia)" was recovered. The outcome for the event "blood glucose is out of control.(loss of control of blood sugar)" was not reported. The outcome for the event "pen was not releasing the right amount (medication is not being completely applied)(partial dose delivery by device)" was not reported. The outcome for the event "a higher dose of carbohydrate count of 2 units was applied(extra dose administered)" was not reported. Reporter's causality (novopen echo) - hypoglycemia 29 mg/dl(hypoglycemia) : unknown. Blood glucose is out of control.(loss of control of blood sugar) : possible. Pen was not releasing the right amount (medication is not being completely applied)(partial dose delivery by device) : unknown. A higher dose of carbohydrate count of 2 units was applied(extra dose administered) : unknown. Company's causality (novopen echo) - hypoglycemia 29 mg/dl(hypoglycemia) : possible. Blood glucose is out of control.(loss of control of blood sugar) : possible. Pen was not releasing the right amount (medication is not being completely applied)(partial dose delivery by device) : possible. A higher dose of carbohydrate count of 2 units was applied(extra dose administered) : possible. Reporter's causality (fiasp penfill) - hypoglycemia 29 mg/dl(hypoglycemia) : possible. Blood glucose is out of control.(loss of control of blood sugar) : possible. Pen was not releasing the right amount (medication is not being completely applied)(partial dose delivery by device) : unknown. A higher dose of carbohydrate count of 2 units was applied(extra dose administered) : unknown. Company's causality (fiasp penfill) - hypoglycemia 29 mg/dl(hypoglycemia) : possible. Blood glucose is out of control.(loss of control of blood sugar) : possible. Pen was not releasing the right amount (medication is not being completely applied)(partial dose delivery by device) : possible. A higher dose of carbohydrate count of 2 units was applied(extra dose administered) : possible. Reporter comment: the patient's mother reports that if her problem is not resolved, she will go back to using humalog insulin.